Event description:
It was reported that the atrial lead had dislodged one day after implant. The patient was asymptomatic. The lead was explanted and replaced..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.